Manufacturer narrative:
No unexpected no delivery alarms were noted during testing. The pump passed the prime, excessive no delivery, and displacement tests. All boluses delivered properly, and no unresponsive buttons were noted. However, the pump had moisture on the keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at display window corner, and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively. The customer stated that he programmed 13.3 units to be delivered, but the insulin pump only delivered 3 units. He stated that he continued to give himself a manual bolus and was still in need of another 6 units of insulin. The customer's blood glucose was 183 mg/dl. The customer stated that he had not tried all remedies and was advised to do so. The customer stated during troubleshooting that there were several no delivery alarms in the alarm history. He also reported that while scrolling down, he found that the keypad suddenly stopped working. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-50629.